Event description:
The pt was revised because of a fractured stem.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the prod and lot code required for retrieval was unavailable. The investigation could not verify or identify any evidence of prod error regarding the reported event with the info available based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
**Update** 6/28/2010 - litigation paperwork received from the legal department. **update** 12/27/2012- cd with x-rays was received. The complaint has been reopened. There is no new information at this time that would change the outcome of the MDR decision. The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.